Event description:
The advocate stated the customer's blood glucose readings on the contour usb meter were in the 40's and then 50mg/dl. They could not get the level to come up so called an ambulance. The customer was given glucose jelly and then was able to eat. Before the paramedics left, they were able to get his glucose level up to 150mg/dl according to their meter. He was also tested on the contour usb and the reading was 50mg/dl. The following morning the customer's blood glucose was approximately 30 on the contour usb, but on a different meter it was 170mg/dl. The differences between the readings fall in the "c" zone of the error grid, making the differences clinically significant. The advocate was asked to return the strips for evaluation. A new meter and test strips were sent to the customer.